Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported left side "implant rupture." Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, g.1, g.2, h.6.

Event description:
Physician reported a ruptured implant diagnosed during an MRI scan. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease fold observed in the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Physician reported a ruptured implant diagnosed during an MRI scan. Device has been explanted and replaced with a non-allergan device. This relates to the left side.